Event description:
Related manufacturer reference number: (B)(4). It was reported the patient presented in clinic for follow-up. Upon interrogation it was discovered the right ventricular and atrial leads were oversensing noise triggering pacing inhibition and inappropriate mode switches. The suspected cause was either failing insulation or fractured cables. No changes or interventions were reported. The patient was in stable condition.